Manufacturer narrative:
Specific information regarding the cause of the leak has not been supplied to date.

Event description:
Two (2) bottles of contrad 70 leak was reported by an employee at the beckman coulter warehouse facility in (B)(4). There has been no exposure or injury reported as a result of the leak.